Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an insulin infusion occlusion while using an inset 23-inch, 6 mm infusion set, elected to perform a full supply change, and insulin delivery resumed with subsequent normalization of glucose. Symptoms included hyperglycemia with a reported peak of 260 mg/dl and approximately 30 minutes above 180 mg/dl, without alerts above 300 mg/dl, ketone testing, backup therapy, medical intervention, or acute complications. Outcomes included temporary impact to blood glucose without lasting clinical effects. Investigation included telephone troubleshooting and education that guided a complete supply change. Investigation of this case revealed that the occlusion resolved after replacement of disposable components, with no abnormal findings noted during the change, consistent with an infusion set or consumable obstruction that cleared upon replacement. It was concluded, based on previously established findings for similar reports, that the cause was an infusion pathway occlusion attributable to disposable component performance or use conditions.